Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.